Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic inspection revealed a kink in the shaft of the device 4 cm from the tip of the device. Microscopic examination of the collar/proximal shaft found no irregularities or defects. The inner diameter was measured at the distal tip and met specification. A qualified mandrel was inserted through the tip with no resistance. Microscopic inspection did not reveal any irregularities or damage in the tip. During lab analysis/functional testing, a large blood clot was found in the shaft of the device impeding functional testing. The clot was removed and functional testing resumed. A promus element plus was inserted in the collar of the device (post-clot removal) and advanced smoothly, without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter got stuck. A guidezilla guide extension catheter and a stent were selected to treat the target lesion. During a procedure, the guidezilla guide extension catheter got stuck and deformed when a stent was inserted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.